Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was explanted. The pump operated as expected and the outcome was not device or therapy related.

Event description:
It was additionally reported that the pump was explanted on (B)(6) 2023 due to a severe sternum/thoracic infection. The patient was admitted on (B)(6) 2023 for a staphylococcus aureus infection and was treated with multiple antibiotics. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: pump start-up issue identified during post-explant testing. This finding is unrelated to this event and did not affect pump function during support. A specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump header. The distal portion of the pump cable, containing the inline connector, and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was returned detached from the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, pump pocket or pseudo pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.